Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7150752.

Event description:
It was reported that x-ray was taken which showed that the left lead migrated and in turn the patient was not getting adequate pain relief. The patient underwent a revision procedure wherein the lead was pulled down to get better coverage of the pain areas. The patient was doing well postoperatively and the device remains implanted.